Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, loss of capture, high out of range shock impedances greater than 125 ohms, and high out of range pacing impedances greater than 2000 ohms. The loss of capture did not lead to any periods of asystole due to the patient's intrinsic rhythm. A lead fracture was suspected and a revision procedure was performed. During the revision, the high pacing impedances were observed via a pacing system analyzer. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted insulation abrasion and a fracture of the distal high voltage cable. Microscopic evaluation and detailed analysis could not conclusively determine the specific type of fracture due to excessive mechanical damage at the fracture site. However, due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region.